Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 504 mg/dl, 138 mg/dl, 221 mg/dl, and 431 mg/dl within ten minutes on the nano system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.